Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. B5, d9, h10 b5, d9, h10.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to customer's blood glucose level.